Manufacturer narrative:
E2: no. The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the subject device had a pump head that runs weakly. The device was just slow to run, and the water outflow was smaller. The issue occurred during preparation for use for a diagnostic general colonoscopy procedure that was completed using the same set of equipment. The device does not stop running and could used. There were no reports of patient injury or harm associated with this event.

Event description:
It was reported that the subject device had a pump head that runs weakly. The device was just slow to run, and the water outflow was smaller. The issue occurred during preparation for use for a diagnostic general colonoscopy procedure that was completed using the same set of equipment. The device does not stop running and could used. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of the pump head. The cause of the pump head failure could not be determined. The most likely cause is that the performance of a consumable deteriorated as the number of usages increased. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.